Manufacturer narrative:
The insulin pump passed the functional tests. However, the insulin pump had intermittent button response due to moisture damage to the keypad traces. The insulin pump was received with minor scratches on the display window, a cracked case near the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports to have received a button error alarm. Customer's blood glucose was 450 mg/dl, which were treated with manual injections. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided